Manufacturer narrative:
The insulin pump passed the self test and the reset error test. No reset error alarm or button error alarm was noted. The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error after delivering a bolus. The blood glucose reading was 382 mg/dl. The insulin pump also alarmed for a reset error. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.